Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor and computer for the navigation system were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect monitor was returned to the manufacturer for evaluation. Testing found that the monitor flickered with horizontal lines on the screen with a vertical sync jitter and would black out occasionally. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system started up and the monitor displayed a blue hue. The monitor then loaded into the application launch screen where the image was distorted and lines appeared through the screen. The issue was reported on both monitors for the navigation system. No additional information was provided. There was no patient present when this issue was identified.